Event description:
It was reported that the patient died during a right ventricular (rv) lead placement procedure. During implant of the lead there was placement difficulty due to patient anatomy, several locations were tested to find acceptable placement of the lead. The helix was deployed and retracted with each placement testing. At some unknown point during the procedure, a cardiac perforation occurred leading to tamponade, pericardial effusion, and eventually, death. The lead was capped and remains inside the patient. The cause of death was noted as complications following lead perforation of the cardiac wall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.